Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the surgery, it was found that another fracture around the area in which the lag screw was inserted. The cortical screw could not be fixed in the top hole of the plate properly, and the other screws could be fixed in the other three holes. After the surgery, it was noted that all the screws were backed out and longitudinal fracture occurred.